Event description:
It was reported that a routine remote transmission exhibited the ventricular lead was over sensing. The patient was asked to come into the clinic and was checked on (B)(6) 2013. The patient was admitted and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.